Manufacturer narrative:
Na.

Event description:
The initial reporter complained of a discrepant result for 1 patient¿s urine sample from 2 aliquot tubes tested for total protein urine/csf gen.3 (total protein) on a cobas 8000 c 502 module. On (B)(6) 2021 one of the aliquot tubes was processed on the cobas 8100 pre-analytical system and sent to the c502 module for testing. The c502 module first generated a result with an invalidating data flag; the sample was automatically diluted by the instrument and the result was 372 mg/dl. This result was reported outside of the laboratory. On (B)(6) 201 the other aliquot tube underwent urine electrophoresis where there was no protein spike. The customer ran this aliquot tube on the same c502 module as the 1st aliquot tube and the result was 5 mg/dl. The customer also ran the sample on a different c502 module and the result was 4 mg/dl. The lower results were believed to be correct. The total protein reagent lot number and expiration date were not provided.

Manufacturer narrative:
Medwatch field d8 was updated. The total protein reagent lot number was 53027601 with an expiration date of 30-apr-2022. The field service engineer (fse) did not identify any instrument issues. Precision test results were within specifications. Calibration was last performed on 12-aug-2021 and was acceptable. Qc results were acceptable. There is no indication of a reagent performance issue. Abnormal aspiration and abnormal sample aspiration alarms were observed during a review of the alarm trace data; these messages are indicators of possible poor sample quality. Although no cause was found, instrument performance was verified and the issue appears to be resolved. The investigation did not identify a product problem.